Event description:
A 3fr PICC was put into a (B)(6) girl. After two weeks, charge nurse manager (cnm) was called as it had blocked. Cnm went up to the ward and unblocked it using the pop technique. As she was doing the final flush, it split at the hub. Cnm had never had this happen before and because the child was so young, she needed to have another general anesthetic to replace the line.

Manufacturer narrative:
Expiration unk as lot is unknown. (B)(4). Device MFR date: unk as lot is unk. Event evaluation: still under investigation.